Manufacturer narrative:
The "custom implant order form" signed by the physician did not have the request for femoral head. The investigation is ongoing. A supplemental report will be provided.

Manufacturer narrative:
This complaint is in reference to surgeon dissatisfaction with the instruments provided with the implant. Stanmore implants worldwide is addressing dissatisfaction with instrumentation under ncr 054-16. This complaint is being closed and is being tracked and trended. This complaint has been split from (B)(4) into two, (B)(4) to address and report two issues within the complaint. Event description for (B)(4) has been removed from the event description.

Event description:
A company representative attended a minimally invasive total femur procedure on (B)(6) 2014. During the procedure, the surgeon expressed dissatisfaction with the company's device instrumentation. In particular, he noted that the cutting guide and tibial baseplate trial do not provide a means for the surgeon to ensure that their bone cut has been made at the correct angle. He further commented that the anti-rotational lug drill for the tibia is disproportionately large in size, in comparison to the pegs used to prepare the bone. Please note that his custom total femur replacement implant minimally invase grower was approved under v1140026 for compassionate use. This is a supplemental report to 3004105610-2014-00019 ((B)(4)).

Event description:
A company rep attended a minimally invasive total femur procedure on (B)(4) 2014. It was reported that the day before the procedure, it was determined that the femoral heads and the corresponding trials were not provided in the device shipment. Consequently, the surgeon obtained and used a competitors' femoral heads. There was no delay in the procedure. The implant fit well and the patient was reported to be doing well. During the procedure, the surgeon also expressed dissatisfaction with the company's device instrumentation. In particular, he noted that the cutting guide and tibial baseplate trial do not provide a means for the surgeon to ensure that their bone cut has been made at the correct angles. He further commented that the anti-rotational lug drill for the tibia is disproportionately large in size, in comparison to the pegs used to prepare the bone. Please note that this custom total femur replacement implant-minimally invasive grower was approved under (B)(4) for compassionate use.